Event description:
A tegaderm dressing was applied on a shallow shoulder wound which had previously been cleaned and was treated with polysporin. Approx 10 minutes later, the pt felt unwell, developed swelling of the face, shortness of breath, flushing, a rash, and stomach cramps. An ambulance was called and pt was taken to the emergency dept of a local hosp. Pt's bp measurement was 90/40 and pt was administered solumedrol intravenous. The subject made a complete recovery after approx 3 hours and pt was discharged. The caregiver at home (where the incident took place) was pt's spouse.